Event description:
The customer reported four (4) unconfirmed false positive results with the ID now covid-19 assay performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.